Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the system. Representative reported that the multi-out power supply connector was split and melted. When the surgeon monitor was plugged into another system, it was functioning without any issue. When the system was powered on after the multi-out power supply was disconnected from the uninterruptible power supply (ups), both computer and the camera turned on and no odor was noticed. Representative reported that multi-out power supply, internal surgeon monitor calve were replaced, however a burning odor was reported the following day. Representative reported that copper coil on the internal surgeon monitor cable was heating up within minutes. Representative reported external surgeon monitor cable, surgeon monitor, multi-out power supply, internal monitor cable were replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have been received by the manufacturer for evaluation. When the multi-out power supply was tested, a lot of fuzz was observed inside visible in the openings. When connected to ac the power supply sparked and 28 vdc had no output but all the other outputs measured in the normal range. A burnt odor emanated from the power supply. The fuse was found to be open on the 28 vdc board and a cracked/burnt resistor. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The returned internal surgeon monitor was found to be in good condition and passed continuity test with no opens. No fault found. The surgeon monitor displayed a good image when connected to a known good system. The monitor did not have any burning odor. No fault found. The returned external surgeon cable had some wear but passed continuity test with no opens. No fault found. The internal surgeon monitor cable was found to be in good condition and passed continuity test with no opens. No fault found.

Event description:
A site representative reported that, while in a cranial resection, and odor and visual evidence of a thermal event was emitting from the navigation system. A second medtronic navigation system was brought into the operating room (or) to complete the procedure. The procedure was completed with the use of navigation. There was a delay of 50 minutes. No impact on patient outcome.

Manufacturer narrative:
Patient weight received from the site.